Manufacturer narrative:
The reported field event of erosion was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room. The head of the patient's implantable cardiac monitor was protruding from the pocket. The device was explanted and replaced. The patient was stable.